Event description:
Device report from (B)(6) reports the following: on (B)(6) 2014, the patient was treated with an unspecified competitor¿s external fixation for a gustilo 2 open fracture. On (B)(6) 2014, the external fixation was removed due to poor reduction and revised to a tibial nail and fibular plate. On (B)(6) 2014, displacement of the fracture was treated with distal tibia variable angle locking condylar plate. On (B)(6) 2014, breakage of the plate was noted; the patient ¿had a caster and walked on it¿ (sic). On (B)(6), the patient was revised to a tibial nail. This is report 1 of 2 for complaint (B)(4). This report is for an unknown fibular plate which was implanted when displacement of the fracture occurred.

Manufacturer narrative:
Additional narrative: this report is for an unknown fibular plate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An image reading was performed by a medical director at depuy synthes. He stated ¿I can see fracture displacement in multiple images. However, due to lack to date information on the images, I cannot provide additional comments on the complaint narratives.¿

Manufacturer narrative:
Device used for treatment, not diagnosis. Event date: unknown. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.